Event description:
It was reported that during middle cranial fossa repair procedure ( acoustic neuroma setting chosen on the nim) nurse called the rep. When setting up the nim vital saying the pi box won't establish a connection with the console, showed message "undock then pair or plug in the pi". The rep. Had them dock the pi box again, but in vain. Connection was attempted wired and wirelessly. The rep. Did some troubleshooting after the case. At first, the cable was not recognized when attempting to establish a wired connection. There was no issue with wireless connection. Then after trying different pi boxes and consoles and pi, that issue from the surgery and when first trouble shooting did not occur (i.e. Could not reproduce the issue multiple times). Replaced the console and pi box with another medtronic console and pi box for completing the procedure. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Additional code img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.